Event description:
It was reported that the patient alert triggered, and the device was found to have experienced a power on reset. The reset was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6575 implantable stent - (B)(6) 1997. (B)(4).